Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx fails the user initiated operational check (opcheck) and that the device was not charging the battery. There was no patient involvement.